Event description:
The customer obtained a lower than expected myoglobin (myo) result from a previously run proficiency fluid processed using vitros myo reagent lot 1720 on a vitros 5600 integrated system. Proficiency myo = 61.2 ng/ml versus originally reported myo = 101 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The low vitros myoglobin result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected myoglobin (myo) result was obtained from a previously run proficiency fluid processed using vitros myo reagent lot 1720 on a vitros 5600 integrated system. The assignable cause was not determined. The proficiency sample had been stored in the freezer. The vitros myoglobin instructions for use indicates samples are stable for < or = 4 weeks when stored frozen. It is possible that the low proficiency result was due pre-analytical sample handling specific to storage of the sample beyond what is recommended in the vitros myoglobin instructions for use but this was not confirmed. There was no further investigation performed for this proficiency sample. There was no evidence of an instrument malfunction. However, diagnostic precision testing was not conducted on the instrument around the time of the event. Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. The non-vitros qc results on the day of the event were lower than expected and a vitros myoglobin lot 1720 issue could not be ruled out as a potential contributor to the event.